Event description:
On august 29th, 2019, the reporter for the patient (her husband) contacted lifescan (lfs) alleging that his onetouch ultra link meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter was unable to recall a date and time when the alleged product issue first began. The reporter stated that the patient obtained an unspecified high result on the subject meter which he compared to an unspecified lower result on the other meter. Although no results were provided the reporter stated that the difference could be about 150%. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The reporter stated that the patient does not take any medications to manage his diabetes as he is ¿type 2 diabetic¿ and made no change to his usual diabetes management routine in response to the alleged product issue .the reporter stated that on an unspecified time after the alleged product issue began, her husband developed symptoms of ¿headache. Shaking and cold sweat¿. The reporter stated that the patient self-treated with food/drink; ¿orange juice, milk, peanut butter and a glucose shot¿. At the time of trouble shooting, the cca confirmed that the reporter was unable/unwilling to confirm if the meter was set with the correct unit of measure. They described the correct testing steps at the time of testing and the sample was taken from an approved sample site. The test strips were stored correctly and within their expiry date and the test strip vial was neither cracked nor broken. The reporter did not have control solution to perform a test. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue occurred.